Event description:
It was reported that, during a hip arthroscopy, the wand suction started to work intermittently, vac mode was used to clear the device but did not work. A back-up device was available to complete the surgery. No patient injuries or delay reported. Results of investigation have revealed that the wand has damage on the shaft insulation, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: g4: the correct date we became aware of this reportable malfunction is 1/20/2020.

Manufacturer narrative:
H10. H3, h6: the flow 90 wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A device history review/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Visual inspection shows moderate wear on the electrode, blood and dried tissue present on the suction orifice and tubing, and scratch marks present on the insulation shaft. No manufacturing discrepancies observed. During functional test, the wand was connected to the flow wand software and the extracted data found that the wand had been activated approx. 0.75 minutes in coag hi default mode and 0.25 minutes vac setting. The wand was then connected to a compatible werewolf controller and activated in saline solution at the low, mid and hi settings touching the controller display and using the finger buttons. The wand performed as intended in all settings. The free floating debris were removed as the saline flowed throughout the tubing. The suction line also performed as intended. The complaint was not verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not having sufficient saline in order to facilitate the formation of plasma and inadequate suction. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.